Event description:
The following article was received based on a literature review: article: outcomes of combined endoscopic vitrectomy and posteriorly placed glaucoma drainage devices in pediatric patients a retrospective study was done to describe outcomes of posteriorly-placed glaucoma drainage devices (gdd) with concurrent endoscopic vitrectomy in pediatric patients with glaucoma and corneal opacification. A total of 14 eyes of 10 pediatric patients underwent an endoscopic vitrectomy with concurrent posterior placement of a gdd. Implanted gdds included ahmed fp7 (2 eyes of 2 patients; new world medical), ahmed fp8 (2 eyes of 1 patient; new world medical), bv250 (4 eyes of 3 patients; abbott medical optics), and bv350 (6 eyes of 5 patients; abbott medical optics). The right eye of patient number 1 implanted with bv350 underwent exchange to bv250 due to hypotony then underwent another exchange from bv250 to fp8 due to hypotony and increased intraocular pressure (iop). The left eye of patient number 1 implanted with bv250 underwent flush of bv250 tube due to blockage. Additional complication includes phthisis. The right eye of patient number 2 implanted with bv250 underwent additional placement of bv250 inferonasally, contact transcleral cycloablation (ctlc) twice and endoscopic cyclophotocoagulation (ecp) due to increased iop. The left eye of patient number 2 implanted with bv250 underwent additional placement of fp7 superonasally due to increased iop and flush of bv250 tube due to blockage. Additional complication includes retinal detachment. The left eye of patient number 3 implanted with bv350 underwent ctlc twice and ecp due to increased iop then also underwent penetrating keratoplasty (pkp) thrice for chronic corneal graft failure. The right eye of patient number 4 implanted with bv350 underwent ctlc twice due to increased iop while the left eye implanted with bv350 underwent placement of temporary ligature on bv350 tube due to hypotony. The right eye of patient number 6 implanted with bv250 underwent removal of bv250 tube from their eye due to hypotony from chronic retinal detachment and tube extrusion. The same eye also underwent pkp thrice for corneal graft failure. The left eye of patient number 10 implanted with bv350 underwent ctlc due to increased iop. Further complication includes band keratopathy. A copy of the article is provided with this report. This report is to capture the event for patient#10. Separate reports will be submitted for the events reported with the other patients.

Manufacturer narrative:
Section a2, date of birth or age: 8.4 age (yrs) section a4, a5: information unknown/asku. Section b3: date of event: mar. 22, 2022 (date the article was accepted). Section d4: model number: unknown, as the serial number was not provided. The article indicated "bv350"; however, it is unknown if bg101-350 or bg102-350 device was used in this case. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted, give date: n/a (not applicable) there is no indication the device has been explanted. Section h4 device manufacture date: unknown as the serial number was not provided. Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h6- health effect ¿ impact code: 4625 used to capture laser cyclophotocoagulation (ctlc) and 1845 captures vision loss as best corrected visual acuity (bcva) changed from 20/125 pre-operatively and bcva count fingers (cf) post-operatively which is > 2 lines lost. Jacobson, a., besirli, c. & bohnsack, b. Outcomes of combined endoscopic vitrectomy and posteriorly placed glaucoma drainage devices in pediatric patients. Bmc ophthalmology (2022) 22:149. Pp. 1-8. Https://doi.org/10.1186/s12886-022-02373-3 attempts will be made to obtain the missing information. To date, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.